Manufacturer narrative:
Nothing is being returned for eval; complaint device discarded. No lot number has been supplied, which precludes conducting a batch history review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. The rep reports that the instrument in question is well over 4 years old and has seen quite a bit of use. We consider its failure to be an anomaly attributed to fair wear and tear through age/usage. At this point in time, no corrective or further action is warranted.

Event description:
Our rep reports to us that during an arthroscopic knee surgery, a portion of the distal tip of a hex driver broke off into the screw as the surgeon was deploying/advancing the fixation device into the tunnel. The device was easily retrieved and the procedure was concluded without further issue or harm to the pt.